Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. When performing the "ezprime" operation, the pump did not detect the cartridge during the load step and dispensed fluid from the cartridge and emitted a "no cartridge detected" warning. Two "no cartridge detected" warnings were observed in the pump history.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.